Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This type of event is typically caused by applying excessive force on the shortening strands, nicking the suture with another instrument and/or fraying from sharp edge of the bone tunnel. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was originally reported that a cmc mini tightrope kit was used for a right hand procedure. The suture broke and the revision surgery was scheduled. Follow-up investigation: patient had surgery on (B)(6) 2014 for the following procedures: trapezial resection arthroplasty, right, trigger finger release right ring finger. Twelve months post-op, patient noticed increasing pain and swelling at the base of the thumb. Patient returned to surgeon 14 months post-op on (B)(6) 2015 for the pain and swelling. Patient denied any interval trauma to the hand. Exam showed generalized laxity of the metacarpal, axial loading of the thumb reproduced her pain. Surgeon determined patient will require revision suspensionplasty. Revision surgery took place on (B)(6) 2015. The surgeon removed the implant easily as both sutures were ruptured. Explanted device is being returned for evaluation. Surgeon then completed the procedure utilizing an lrti technique.